Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that what most likely caused or contributed to the issue was 'semi defective leads/semi functional'.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient (pt) had had the ins replaced ¿like 3 times in a 6 or 7 year period.¿ pt representative reports the ¿battery leads wouldn¿t stay connected,¿ they couldn¿t get it to work, even after meeting with a manufacturer representative (rep) at their doctors, and it didn¿t work. The patient's representative reported they took it out and replaced it with a competitor¿s device. Due to the nature of the call the agent was unable to clarify. The patient's representative inquired what next steps for pt were. Agent explained role of customer quality and patient and technical services (pats). Agent gave pt representative pats number.

Manufacturer narrative:
Continuation of d10: product ID 3889-33, lot# va19ayt, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.